Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred post procedure. During a procedure, a versacross connect was selected for use. Procedure was completed and no pericardial effusion was noted at the end of the case. About half an hour later in post-op recovery area, the patient was noted to have low blood pressures and suspected pericardial effusion. Patient was brought back into the procedure room for pericardiocentesis to drain fluid. This was successful and patient doing well post pericardiocentesis. The patient stayed overnight to be monitored for a day before discharge and is fully recovered. The device is not expected to be returned for analysis (disposed).